Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer obtained a blood glucose result of 14 mmol/l before driving with his car. No insulin was injected due to the reading. 40 minutes later while he was driving he had a hypoglycemic episode, hit another car and lost consciousness. As he woke up the paramedics were there and he thought they gave him glucose injection and took a measurement, but he is not able to remember the details. He was brought to hospital and kept under surveillance for a few hours and afterwards he was released. Regarding treatment or measurements taken in hospital, customer no longer able to give details. Test cassette or lot information for this incident is no longer available.